Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 230 mg/dl. Customer declined further follow-up from tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.